Event description:
It was reported that the ventilator would not deliver breaths with an audible alarm while connected to a patient. The patient was manually ventilated and placed on another ventilator. No patient harm reported.